Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead appeared to have loss of capture with pacing and the patient's underlying rhythm was below the prograrmmed lower rate of the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.